Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was premature/abnormal battery depletion. Pt reported. Logs did not support. Pt said she was having to recharge more frequently than expected. Tech services called, they also could not identify anything wrong with battery. Together patient and physician made the decision to replace the battery. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins). Caller was with pt in clinic and told by pt that pt used to have to charge every several days but is now having to top off their ins daily (with starting ins charge level of 30-40%) over past 4-5 months. Pt only uses 1 group. Energy check estimates that pt would need to charge every 6 days. Pt does not change their settings. Recharge data is off due to controller date being off and dates are from may through sept. Stim use data reflects 0% stim use except for a few days of 2% or 3% stim use. There are two recharge sessions showing from 10/14 which appear to be accurate but other days are from impedances normal with programmed electrodes in the 700-800's. There is concern about the ins recharge functionality and whether they should replace the ins. This is coming up as a consideration because pt is scheduled to have an unrelated procedure involving wound debridement and they are thinking they should replace ins as well. Reviewed having them collect more recharge experience / data now that date is correct on controller so they have more info to make a decision from.